Event description:
It was reported the pt was experiencing persistent pain at the ipg site which also went down the leg. F/u identified the physician had decided the ipg placement may be the issue. The physician opted to replace the ipg and move the ipg pocket downward. It was reported the pt was well, and received effective stimulation at the postoperative appointment.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.